Manufacturer narrative:
Device was received with blank display due to battery tube was pushed down. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did not return after insulin pump restart. Customer also informed that the screen had scratches and due to this they were not able to read the screen. Troubleshooting was done for damage and they stated that the insulin pump was dropped by customer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.